Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab for two patients. Results as follows: patient #1, date: (B)(6) 2011, inratio: 7.4, repeated/inratio: 7.4, lab (1 hour later): 3.2. Patient #2, date: (B)(6) 2011, inratio: 4.6, repeated/inratio: 4.6, lab (1 hour later): 1.8. Both patients target range: (2.0-3.0). Both patients are long term stable coumadin patients.